Event description:
It was reported that an ilet paired to a dexcom g7 experienced loss of glucose data to the ilet while the dexcom app continued to display sensor readings, and the device displayed persistent pairing messages; support guided a restart of the ilet and a sensor communication reset. Symptoms included no symptoms reported. Outcomes included no adverse health impact, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and user education on restarting the ilet and re-establishing cgm communication. Investigation of this case revealed a communication disruption between the ilet and the g7 sensor without evidence of device malfunction, with function restored or pending restoration through restart and re-pairing steps. It was concluded, based on previously established findings for similar reports, that the cause was probable transient communication issue between devices.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.